Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter.

Event description:
On this report date, information was received from a health care professional via a manufacturing representative regarding a patient in united kingdom who was receiving morphine (unknown concentration, dose 3.4 mg/ml) via an implantable pump. There was no issue with the device implanted. One day following the implant they had been notified that the patient had passed away on this report date. The reason for death was yet to be determined. The procedure was a pump replacement (also reported as surgical procedure of the pump replace) and all steps and information were added as normal. The patient showed normal signs post op, the clinician reported that patient experienced a fall post op. The patient demonstrated good signs when reaching home and prior to sleep. Upon contact in the morning on the day after this report date, the patient did not respond and was pronounce deceased. The coroners report would determine the factors that may have led/contributed to the issue. No troubleshooting/actions were performed as patient was deceased. At the time of this report, no interventions/actions were taken and the issue was not resolved. On (B)(6) 2016, the manufacturing representative indicated that they had some challenges interrogating the pump and they switched nlink cards between the two nvisions (physician programmers) to ensure both were working correctly. They contacted technical services and learnt that the lighting with an operating room (or) can interfere with pumps and were then able to proceed. The nvision used was not fully working as the buttons would not press certain numbers, but they made use of it which is what they wanted. The procedure was a pump replacement only and during the procedure, upon disconnecting the old pump, the manufacturing representatives requested that the health care professional (hcp) aspirate 2mls from the catheter access port as per usual to ensure there would be no drug left in the catheter. Initially the hcp did not want to aspirate as he believed that this was not a necessary step and would not usually do this. This step was then carried out, however, no drug/ fluid would come out the catheter. After several attempts, the hcp also tried to aspirate the catheter using a 2ml syringe directly into the catheter, yet they still had no drug/fluid. This was raised several times as a concern by the manufacturing representatives. They questioned whether the catheter was still in the intrathecal space and it was likely that the catheter was occluded. The manufacturing representatives therefore suggested a back table prime as the hcp did not want to replace the catheter, they reprogrammed the nvision; all information from the previous pump was put onto the new pump, with concentration or daily dosage changes. Both clinicians decided that they never usually get drug back from the catheter and believed that due to the catheter being relatively old they were not concerned and proceeded to change the pump without performing the suggested back table prime. The pump details were checked by the manufacturing representatives as a final check with the hcp and the final update was completed by the supporting surgeon. The supporting surgeon later reported to the manufacturing representatives that the patient was dizzy and had a fall in recovery. The fall was not on head and it was reviewed by a junior doctor who was happy for her to go home. While in the ambulance on the way home the patient was vomiting but once home was happy not to go back to hospital. The patient then passed away during sleep. In addition, the manufacturing representatives were also concerned by the fourth ampule of morphine which had briefly gone missing but was found already broken and was still used to refill the pump. The manufacturing representatives had spoken to the supporting surgeon who believed that the patient was frail and aged but wanted to consider all options. They were keeping in close contact and would provide an update once they heard from the coroner. The manufacturing representatives took several attempts to raise concerns about the potential for overdose throughout the procedure, however the clinicians expressed no concerns and were happy to proceed. Additional information indicated that the report by the coroner came back and the cause of death was from heart failure and totally unrelated to the pump. It was noted that all correct steps and programming were carried out by the manufacturer's staff additional information indicated that the reason for surgical procedure was to replace the pump they initially had some challenges interrogating the pump and after contacting technical services, they learnt that the lighting with an operating room (or) can interfere with pumps and were then able to proceed by interrogating the pump outside where the light was dim and no interference was experienced. The pump was interrogated and programmed with previous pumps settings. The manufacturing representative did not have the serial number for the nvision that was not fully working it was noted that the nvision was not fully working as there was an issue with screen and pen. The screen was not responding to pressure in the correct area. To resolve the issue, they persistently used the nvision. It was also noted that the issue of buttons not working had not been resolved. The manufacturing representative did not have the serial and model number of the catheter. No further trouble shooting was done to determine whether the catheter was in the intrathecal space apart from several attempts at trying to withdraw fluid. The manufacturing representatives had raised concerns about potential for overdose due to the fact that no fluid was aspirated from old catheter and there was potential for large bolus if priming bolus with no drug in path was being done, however, no overdose was confirmed or had taken place. It was unknown as to how the fourth ampule of morphine had broken, the ampule was not found broken when the package was opened, it happened during the procedure. With regards to the statement that both clinicians decided that they never usually get drug back from the catheter, it was noted that this was not reported to the manufacturer, it was just a comment made during the procedure. The dose of morphine was now reported as 3.8mg per day. The cause of patient being dizzy, falling and vomiting was unknown to the manufacturer's staff, it was mentioned by the doctor in phone conversation as a potential for why she felt sick.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.